Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that basal insulin did not deliver as intended, and the customer was unable to deliver a bolus. Customer's blood glucose (bg) was 311mg/dl. Tandem technical support performed a pump system check and found that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Although requested, the customer did not upload the pump data logs for investigation. Reportedly the customer reverted to manual injections for insulin therapy.